Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.